Event description:
It was reported that during a stent procedure in the sfa the stent could not be deployed because the handle was blocked and broke during initial trigger activation. The delivery system including the stent could be successfully removed. No report of patient injury.

Manufacturer narrative:
Although this product is not sold in the us this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the us under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release for distribution. No other complain has been received for this lot number. The distal section of the delivery system was found with a necking pattern which confirms that a high release force was present. Increased friction between moving parts was considered as reason for excessive release force and subsequent fracture of a force transmitting component. The grip was found in good condition; the stent was found not fractured which confirms that the system could be successfully removed. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to increased friction and subsequent deployment failure have been evaluated. The event reported may be use related as rough handling especially during unpacking may lead to deformation and subsequent release force increase. However, based on the information available, a definite root cause for the event reported could not be identified.